Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030004. Hours of operation: 33433 h. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at (B)(6) 2022 (specified date of the incident) were investigated. At (B)(6) 2022 10:59 am a space line was inserted. The rate was set to 95 ml/h and the time was set to 00:30 hours. A few seconds later the infusion was started. At 11:29 am the infusion was stopped by reached the set time. Up to this time the device delivered a volume of 47,5 ml. Furthermore, no anomalies inside the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, the technical seal (353-01-001) on the lower housing were intact. The p2 connector is completely broken. Furthermore, the device shows age related signs of wear and tear and some liquid residues at the outside. Furthermore, no more anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en (B)(4). The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled complete. Liquide residues inside the device could be detected. Furthermore, the upper and lower housing parts shows broken parts. The emv-shield shows oxidized points. No liquid residues on the mainboard could be detected. In addition, the ribbon cable that connects the operating unit with the mainboard, shows pressure points. Furthermore, no damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. The damaged parts are due to a liquid damage and an external force damage. However, these damages could not cause any flowrate deviation at the customer. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" according to the customer: "flow rate not accurate. Volume, time entered correctly. However it took an hour to finish the chemo instead of 30 minutes. Issue occurred (B)(6) 2022. No patient harm."